Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection sets, there was blood pooling in the hub in an unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. There were multiple medical device types reported to be involved. The information for the additional medical device type is as follows: d2b. Medical device type: jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection sets, there was blood pooling in the hub in an unspecified number of devices. No patient or user impact reported.